Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they hurt on their right side and that their arm went numb. As a result of what was reported, they were advised to contact their healthcare provider (hcp) with questions regarding medical advice or with questions about their health. Two days later, patient mentioned there was blood all over their sheets and a wire came out of their left side; patient was advised to contact their hcp. The patient disconnected the call before a side change could occur. The call agency called the patient back, but they hung up after answering. On (B)(6), patient said their left lead came out and they were using their right side. On (B)(6), patient said they experienced a very sharp shocking sensation that was very painful. They contacted their hcp and are awaiting a response. No further patient complications have been reported as a result of this event.